Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' (B)(4) process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers (B)(4) process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming (B)(4) material, and to improve the supplier's (B)(4) process to reduce the potential generation of static charge.

Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B) (4).evaluation: results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the architect i200)sr analyzer was recently updated with a new troponin assay file and since then, the customer observed an increase in error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71558p100 was in use. The customer was asked to perform some analyzer checks. The customer stated a rv jam occurred, performed the necessary procedures to clear the jam and since then, observes the error message. The customer was unsure if discrepant results have been generated. The customer was advised to power down the analyzer. The customer requested a service call and the abbott customer technical advocate requested the customer's analyzer logs for evaluation. The abbott field service representative verified all maintenance was completed, verified the relative humidity in the lab, and collected the analyzer logs for evaluation. There was no impact to patient management.